Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported issue. It was also noted from failure analysis that the yaw pulley was charred and melted at the bottom portion of the yaw pulley, where the conductor wire exits. The charring was likely a sign of arcing. The broken damage may be due to mishandling/ misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi contacted the reporter to obtain additional information. It was noted that the instrument was inspected prior to use and during this time the staff noticed that the plastic piece was missing. The instrument was not used during surgery. No patient harm was noted and no injury occured to the patient. The complaint is being reported due to the alleged missing piece on the instrument and signs of arcing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a chip in the little plastic piece and it was identified during central processing. The reporter mentioned that the chip occurred on the tip of the instrument where it rotates when the tips are open. It was reported that nothing fell into the patient and there was no patient harm.